Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was damaged. There was no additional information currently available. The generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis it was determined that the generator had the locking mechanism on its ventricular connector damaged and it was additionally noted that its lower case was missing screws. The unit was inspected and it passed all tests with no visual or electrical anomalies observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned for service.